Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient is having a difficult time recharging. Today while in office they were charging and the controller was showing excellent coupling status. At the time of the call the caller indicated that the charge status was 70% for the controller and the ins was at 60%. During the call the caller indicated that the ins incremented up to 70% and stated that the ins was charging quickly during the charging session. The caller indicated that the patient claimed that the ins only charges about 60% before the patient controller depletes during a charging session.the caller reviewed the information from the recharging report which showed charging sessions were taking a couple of hours. The report also indicated that the average duration of charging was 2 hours, average time between charging sessions was 6 days. The report showed ten charging sessions from sept 14 to nov 8th. The patient indicated that they are charging every 2 days. The issue was not resolved through troubleshooting. Tss reviewed charging considerations. The caller indicated that they plan to adjust programmed parameters to optimize the charging interval. Patient will keep her own detailed log to track issues with recharging.